Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-03769. Additional information was received where in both leads were explanted and replaced due to one lead for impedances and the second lead for migration. Effective therapy was established.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000104681.

Event description:
It was reported the patient's lead had high impedances on contacts 1-8. Surgical intervention may be pending to address the issue.